Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer¿s blood glucose level was 50 mg/dl. The customer stated that her pump was not suspending and pump was in auto mode. Customer declined to troubleshoot for low readings. The product was not returned for analysis.